Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly underwent regular wound cleaning. The recipient has healed. The recipient has resume device use. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection and device extrusion due to a head trauma event. The recipient reportedly underwent device repositioning surgery on (B)(6) 2025. The recipient underwent a wound cleaning procedure and was prescribed antibiotics (type unknown). The recipient was reportedly advised to cease device use.